Event description:
The customer's mother called in to report that her daughter was receiving a no delivery alarm from her pump. The customer's blood glucose level was 216 mg/dl. The customer's mother said that the event occurred when her daughter went to bolus for dinner and after the pump gave her two out of three insulin units it alarmed no delivery. The customer declined to troubleshoot for the no delivery alarm and explained that she would just like to do a complete set change. We advised the customer to contact us if the issue with her insulin pump persists. We explained that she may deliver the remaining unit of insulin after the set change if it was still needed. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.